Event description:
It was reported that the cartridge stopper dislodged during cartridge preparation when the user filled the cartridge with air prior to adding insulin, and the user also bent a syringe needle during the filling process; the agent provided education that air should not be introduced before filling with insulin and discussed proper technique for cartridge preparation. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status or need for medical care. Investigation included troubleshooting with user education on correct cartridge handling and filling technique. Investigation of this case revealed user technique issues consistent with improper cartridge preparation that can lead to stopper displacement and handling-related needle bending, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cartridge filling technique.

Manufacturer narrative:
Initial.